Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 150ml intravia containers leaked. The leaks were either from the seam next to the port , from the connection between two components, or from the injection port; at least one (1) bag had an observed frangible defect. This was observed during the inspection and labeling process. The bags were filled using non-baxter needles. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: three (03) actual devices and three (03) companion samples were received for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed on the samples; air bubbles were observed escaping between the port seal of bag and port. The reported condition was verified. The cause of the condition was determined to be the incomplete or no seal during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.